Event description:
The manufacturer received information regarding a dreamstation auto CPAP device. The patient states that she received refurbished replacement device from recall and using it. The patient found there was a white particle in the machine while taking out the humidifier. The patient alleges extreme headache, sinus infection, nasal dryness, and congestion. The philips representative confirmed that the patient received the new device from recall not a refurbished. The device has yet to be received by the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.